Event description:
Allegedly, patient suffering from mom complications: consequences associated with exposure to metal ions: pain; walk with a limp; right.

Manufacturer narrative:
This is the same event as 3010536692-2015-00911, -00912, -00913.